Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because, it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011 (patient ID, age, and weight unknown). According to the complainant, the patient received a vaginal burn 6 minutes into the ablation. The physician reported, she was unable to obtain a good cervical seal. Therefore, a tenaculm was used to assist. Additionally, a 4x4 and a blue drape were used. The physician reported adding another tenaculum after the second fluid loss. Ablation was started and another 10cc fluid loss occurred. The physician stopped the procedure and cooled down the machine. The procedure was then restarted using the same procedure set. Six minutes into the ablation water was noted on the blue towel. It was reported that the patient then moved because, she felt a burn. 4 weeks post operatively, the patient is being treated for the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.